Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced with tactra, but the original reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for pump is (B)(4).